Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (9.8 mg at 4.37847 mg/day), fentanyl (2000 mcg at 893.56442 mcg/day), and bupivacaine (18.4 mg at 8.22079 mg/day) via an implantable pump for unknown indications for use. It was reported that when the patient sits up it caused him to have withdrawal symptoms. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced nasuea. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed and indicated that the catheter tip had moved from t2 to c5.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.